Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of sterile peritonitis of severe intensity and inflammatory syndrome in a patient coincident with extraneal viaflex therapy (lot number unknown), intraperitoneally (ip) for end stage renal disease (esrd) via automated peritoneal dialysis (apd). On (B)(6) 2010, the patient began treatment with extraneal viaflex therapy ip. On (B)(6) 2010, the patient developed sterile peritonitis manifested by cloudy effluent, inflammatory syndrome, and abdominal pain and the patient was hospitalized. On that same date, the patient began treatment with continuous vancomycin 30 mg/l ip. On (B)(6) 2010, the vancomycin was discontinued. On (B)(6) 2010, the patient began continuous ceftazidime 250 mg/l ip. On (B)(6) 2010, ceftazidime was discontinued. Extraneal viaflex therapy was ongoing. The events were resolving. The reporter did not provide an opinion of causality related to extraneal viaflex. The root cause of the peritonitis was unknown.